Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for low blood glucose (bg) levels of 25mg/dl due to over bolusing. The customer over bloused 4 units, by blousing twice for the same meal. Prior to being hospitalized, the customer attempted to treat by consuming glucose tablets, and orange juice. While hospitalized, the customer was treated via intravenous drip (dextrose), and released the next day.